Event description:
Per the audiologist, the pt's electrode array was partially inserted into the cochlea at the initial surgery (eight usable electrodes). The pt reported poor performance and sound quality when using the cochlear implant system. Programming did not resolve the problems. The pt elected to have the device explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report.